Event description:
One touch ultra meter was reading inaccurately high. On an unknown date/time, the pt had symptoms of a "cold sweat" and got a reading on his meter of "275 mg/dl." He retested himself at an unknown time later and got a reading of "170 mg/dl." After more than 30 minutes later, the patient was taken to the hospital by an unknown means of transportation. At the hospital, he was tested on an unidentified clinic device and got a reading of "68 mg/dl." There is another reported reading of "287 mg/dl" but it is not known when that reading was taken and what device was used. While at the hospital, the patient received treatment in the form of food and/or a beverage(s). It would have been helpful to know the following information: when the pt developed the symptoms, when the reported reading were taken, what medications/treatments the pt received on the day of the event, and how long he was in the hospital for. In addition, it would have been helpful to known how he was taken to the hospital and what his blood glucose reading were prior to developing his symptoms. The customer care advocate (cca) verified that the patient was using finger stick blood samples and was applying his blood correctly to the test strips. The test strips were in good condition and the meter was coded properly. However, the cca noted that the patient waas not cleaning his puncture sites correctly. The meter, test strips, and control solution were replaced. Although the patient was not cleaning his puncture sites correctly prior to testing himself with the meter, this complaint is being reported since the patient reported an elevated glucose reading while having symptoms characteristic of low blood glucose levels. The pt was treated in the hospital for hypoglycemia.